Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, the reported pericardial effusion per the physician appears to be related to procedural conditions and due to the atraumatic tip touching the lateral wall during cds retraction. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. One clip was prepared and deployed. Post-deployment the atraumatic tip touched the lateral wall during retraction of the clip delivery system (cds). A pericardial effusion was detected. The size of the effusion was not worthy of treatment and the procedure was continued without further issues. A second clip was deployed reducing mr to grade 1.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. One clip was prepared and deployed. Post-deployment the atraumatic tip touched the lateral wall during retraction of the clip delivery system (cds). A pericardial effusion was detected. The size of the effusion was not worthy of treatment and the procedure was continued without further issues. A second clip was deployed reducing mr to grade 1.